Event description:
Related manufacturer reference: 3008452825-2018-00281. During a left atrial appendage occlusion ablation procedure, a pericardial effusion occurred. Following the transseptal puncture, no patient symptoms were noted, however echocardiogram confirmed the effusion. A pericardiocentesis was performed, and the patient stabilized. There were no performance issues with any abbott device during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined.